Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. The event of system explant due to infection at lead site was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. As a result, a device history record was performed to review and conform the sterility of the implanted system. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer numbers: 1627487-2020-47981, 1627487-2020-47982. It was reported that the patient experienced an infection at the left dbs lead site. In turn, the patient underwent surgical intervention wherein the system was explanted. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.